Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft3 iii and elecsys ft4 ii assay results for one patient from cobas e 602 module serial number 1461-20 when compared to the results from a beckman coulter analyzer. The medwatchs involved in this event include patient identifiers (B)(6). Refer to the attachment to the medwatch for all patient data. The initial results from the cobas e 602 module were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
Calibration signals were acceptable. Qc recovery was also acceptable. A general reagent issue can be excluded. The investigation was unable to find a definitive root cause.